Manufacturer narrative:
Event conclusion: cpi analysis confirmed a rapid cell depletion; however the cause of the rapid cell depletion could not be determined because all components tested within specifications and no high current was observed during testing.

Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because it exhibited premature battery depletion.